Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device changeout a setscrew anomaly was noted. The setscrew could be tightened but could not be loosened. The device was removed and replaced.